Event description:
It was reported, the pt had a cyst by the lead wire. The pt also noted that the device shifts and it hurts. She had a "sink hole" in her back where the device used to be. The healthcare provider indicated the system was explanted. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).